Manufacturer narrative:
(B)(4). The device has not been returned therefore an event cause could not be determined.

Event description:
Medtronic received a report that during aneurysm embolization procedure, the physician found the distal end of the echelon catheter leaked when he filled the catheter with water. The physician then replaced it with another catheter and found no similar problems. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
Type of follow up - device evaluation. Device evaluated by manufacturer- additional information the echelon catheter was returned for analysis. The catheter was flushed with water and a leak at the strain relief of the catheter was confirmed. For further examination, the inner and outer strain reliefs were removed. The catheter was found damaged and buckling at approximately 3.8cm, 4.0cm and 4.3cm from the proximal end of the hub. The catheter was then pressurized with water and found to be leaking at the damaged location, approximately 4.3cm from the proximal end of the hub. No leaks were detected at the distal end of the catheter. No other anomalies were observed. The lot history record of the reported lot number has been reviewed and no quality issues were noted. Based on the analysis findings the customers report was confirmed. The catheter was found to be damaged which subsequently caused the catheter to leak. We are unable to definitively determine the cause of the leak; however the damage may have been a result of excessive resistance during pre-procedure loading. This product is 100% inspected for leaks, damage and irregularities during manufacture.

Event description:
The leak was detected while flushing during catheter preparation prior to use in the patient.